Event description:
It was reported that the patient's recently implanted left ventricular (lv) pace/sense lead dislodged from its original position. The left ventricular lead was unsuccessfully repositioned. The left ventricular lead was explanted and replaced. It was also reported that there was an unsuccessful attempt to implant a new left ventricular lead. The second left ventricular lead was not implanted and replaced with a third left ventricular lead model. There were no patient complications reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.